Event description:
The customer reported that the sys had monoblock error and had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray monoblock was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.